Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. Customer experienced hyperglycemia and the blood glucose was 17.8 mmol/l. Customer stated that they received insulin flow block alarm during 5.0u fill cannula. The insulin pump passed the displacement test. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.